Event description:
(B)(4). Refer to the same report that was received from the distributor (B)(4). On (B)(6) 2015 a representative of (B)(6)spoke with an associate of (B)(4), in the office, and she mentioned that they had several patients that they were suturing that had the sutures coming to the surface instead of being absorbed and that the patients are complaining of discomfort and hurting. She also stated that some of these patients had got an infection and were therefore given an antibiotic to help treat. As of today the patients are doing fine. Reported lot was bsc03624 but that is an invalid lot number. According to covidien/medtronic medical affairs staff who spoke with the user dr. (B)(6), he states the issue is when using the green maxon he has noticed a high suture granuloma rate that he does not have when using a clear suture. He is wanting to switch out the green suture for the clear on sizes 2/0 and 3/0. Additional information has been requested however no response has been received from the doctor.

Manufacturer narrative:
(B)(4).